Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, because of tightening too tight, threads on canulated end of instrument broke inside of the handle of the trial spacer. No effect on patient, procedure was not delayed.

Manufacturer narrative:
Device used for treatment not diagnosis. Manufacturing eval-the broken tip of the trial handle is still stuck in the thread of the trial implant. The device is in a very used condition. There are traces of wear, like scratches, stress marks and discolorations all over the device. Conclusion the relevant dimensions of the thread can not be verified anymore because the broken fragment is stuck within the thread. Therefore this complaint is indeterminate from a manufacturing standpoint. However, based on the appearance of this trial implant is can be assumed that this was an often an intense used device, which speaks against a manufacturing related issue at the thread. Pde evaluation - the failure occurred due to incomplete thread engagement between the spindle and trial. The root cause may be due to user error or mechanical nonconformance. The disposition for this complaint from a design perspective is valid. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents of part 03.802.017 lot 2346515 were reviewed and no complaint related issues were found. (B)(4) manufactured the spindle assembly trial spacer handle pn 03.802.151, lot 2346515. Due to an unknown cause, the product broke at the tip of the threads. The material and hardness of the shaft was determined to be within specification. The length was confirmed to be within specification.